Event description:
It was reported the pt has been experiencing pain with a burning sensation (unrelated to pocket heating) whether stimulation is on or off. On (B)(6) 2012, the pt went to the emergency room as a result. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.